Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is five months out from total knee surgery with significant amount of pain. Images provided show radiolucent lines around tibia component (loosening) can be observed. A revision surgery is expected but has not been scheduled at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no related deviations or anomalies during manufacturing. No compatibility issues were noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and sent to third party hcp for review. Review of the four months postop x-rays demonstrate more neutral position of the tibial component with radiolucency along the cement hardware interface. Loosening is seen on the four-month postop image at the tibial component cement hardware interface. Radiolucency is confirmed from the x-rays provided. Root cause cannot be confirmed. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.